Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer reported of not feeling well. Customer repoted that pump showed that blood glucose was 74 mg/dl, but meter showed blood glucose at 40 mg/dl, which was treated with juice and sugar. Customer attempted to treat for low blood glucose and passed out. Customer's blood glucose level was 140 mg/dl at the time of the call. Troubleshooting was performed for sensor error. Customer declined troubleshooting for low blood glucose.